Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor extracted the remaining maxillary teeth and placed a total of (6) implants. However, implant site #9 became fractured at the labial cortical plate during placement of the implant. The implant was not stable so it was removed because the doctor stated that the other (5) implants placed were stable and in good bone which should be adequate to retain the prosthesis.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One t3 pro non-platform switched tapered implant 4mm (d) x 11.5mm (l) (t3st411) was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot number ((2022030713) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2022030713) for similar events. And no other complaint were identified. The devices could not be functionally tested for the reported failure (bone fracture). The reported event could not be recreated. The complaint is not related to the functional performance of the devices. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician places implant in a patient with patient factors (e.g. Poor hygiene, periodontal issues, pre-existing medical conditions) or inadequate treatment planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at this time of this report.